Event description:
It was reported that during a laparoscopic appendectomy procedure when the surgeon fired the device for the first time, device cut but did not staple. The surgeon fired the same device again thinking that the device did not fire. During the first firing, the cecum was cut. After the second firing of the device, it was noticed that there was no cartridge in the device. The small leak was detected. The device was reloaded and fired to close the cecum. Unknown what color cartridge was loaded in the device. The child was placed on antibiotics, but is stable. The device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: the account thought that the device came pre-loaded. The following information was requested, but unavailable: who was responsible for loading the device? What was the surgeons experience with the device?